Manufacturer narrative:
The battery clip set and the batteries were not returned for evaluation; however, the investigation of the system controller returned as part of this complaint confirmed the reported event of no external power alarms as the log file contained several no external power events. In addition, the data in the log file also indicated a possible issue with the battery or battery clips. The vad coordinator instructed the patient to clean the contacts on the battery clip set and batteries and thereafter no further no external power alarms were reported. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided by the vad coordinator indicating that no additional alarm conditions have been reported since the battery clip terminals were cleaned.

Manufacturer narrative:
The pt remains ongoing. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported during a routine device interrogation, multiple "no external power" events were recorded in the history screen. The pt did admit to accidentally disconnecting all power from his system controller on one occasion while connected to the power module, but denied disconnecting all power on any other occasion. The system controller was exchanged. When the pt got home, he called to report that he experienced another alarm condition while on battery power. The log file contained several events where there was a total loss of external power. During these events, the system switched over to the emergency backup battery. The pt was not sure which batteries or battery clips he was using at the time of the alarm, given that the alarm happened many times. The pt was reminded to clean all terminals of batteries and battery clips and to mark the equipment if he experiences the alarm again.